Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 was verified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified due to the reported cartridge alarm 19.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, the customer reported that the fill estimate was inaccurate. Reportedly, the cartridge was filled with 300 units and the insulin gauge displayed 0 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.